Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 05/26/2015 device evaluation: the pump has been returned to animas and evaluated on 05/12/2015 with the following findings: no pump reboot events were observed in the black box to support a power loss. A test battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the battery compartment threads. A test cap was used for 24 hour test without any reboots. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.